Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate in (B)(4), during a transfemoral tavr procedure in the aortic position, post deployment of a 29mm sapien 3 valve, the patient suffered a cardiac tamponade. As the patient had relatively low coronary heights (lca 12mm, rca 12mm), the implanters did a diagnostic bav to determine a potential blockage. There was clear flow down both coronary vessels as evidenced on cine. The valve was deployed without incident and an angiogram indicated trivial leak and good flow down the coronaries. Approximately 1 minute post-deployment, the patients¿ blood pressure dropped to ~50/40mmhg, heart rate increased and the ECG showed signs of st changes. Another angio was immediately performed and showed no flow down either coronaries. It was perceived at the time that she had suffered a potential coronary blockage. Adrenaline amongst other drugs were given and the patient was intubated. Repeat angio showed flow down both coronaries. The patient¿s blood pressure and heart rate improved. The implanters performed a pericardiocentesis and ~250ml were drained. The patient¿s blood pressure rose immediately post draining. It was queried whether the issue was caused by an annular rupture or a tamponade caused by the perforation of the pacing wire, although there was no clear sign of rupture on fluoro or echo imaging. The patient stabilized with the plan to watch, re-echo and leave the catheter in the pericardium to continue to drain and close up. More echo images indicated a resolution of any leak. Five minutes after groin closure, the patient was awake, extubated and without any cognitive issues. The patient was recovered in the pacu and was doing very well 3hrs post-op. The native annulus measured 632cm², the patient had some lvot calcium in the ncc that extended approximately 7mm into the lvot.

Manufacturer narrative:
Procedure images were requested but were not forthcoming. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause of the cardiac tamponade is unknown. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.